Event description:
While the unit was in use with a pt during transport to another hospital, the pump shut down before reaching the destination hospital. The pt was switched to another unit and therapy was continued. No pt injury was reported.